Event description:
The customer reported after 19 days of use, air leaked from the pilot balloon on the patient's tracheostomy tube. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.